Event description:
End user reported that the seat on his 9650-4 commode has a crack on the left side, a long crack but it is not all the way through. User stated that his skin gets pinched when the unit is used.